Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified tibioperoneal trunk. A 3.5mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 3.5x60mm coyote balloon catheter. No patient complications were reported and the patient's status was stable.